Manufacturer narrative:
Approximate age of device ¿ the day of implant. The lvad remains in use supporting the patient; however, the tunneling adapter was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during pump preparation, examination of the tunneling adapter found no broken parts. The tunneling adapter was attached properly without visible damage. While tunneling the driveline through the subdermal tissue, the surgeon noticed that one of the leaflets of the tunneling adapter had broken off. The patient did not experience any adverse sequelae. No additional information was provided.

Event description:
Additional information: it was reported that the broken piece of the tunneling adapter was not found. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump remains implanted and the patient continues on vad support. The report that one of the leaflets of that the tunneling adapter broke off during the implantation of the lvad was confirmed through the evaluation of the returned part. Analysis of the fracture faces under a microscope revealed striations indicative of the leaflet being bent away from the central axis, ultimately leading to failure. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. The report of leaflets breaking off from the tunneling adapter is being assessed through the manufacturer¿s corrective and preventive action process. No further information is available. The manufacturer is closing the file on this event.